Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm was discovered. A taxus express2 2.75x24mm drug eluting stent was implanted in the left anterior descending artery. After an unspecified period of time, the pt returned and an anuerysm was discovered at the stented area. No further pt complications were reported. Additional info has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.